Manufacturer narrative:
Additional info was received on (B)(4)-2011 in the form of a qa investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Joint swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding (B)(6) male pt, initial (B)(6). The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated the treatment with synvisc into an unspecified knee. The synvisc lot number was not provided. On (B)(6)-2011, the pt experienced joint swelling. The action taken with synvisc treatment was not provided. On an unspecified date in 2011, the pt recovered from the event of "joint swelling." Relevant concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the events of "joint swelling" as definitely related to synvisc. Additional info was received from the physician on (B)(6)-2011 which upgraded the case to serious. The physician updated pt gender to female. The pt's medical history is significant for gonarthrosis, anterior cruciate ligament injury, previous treatment with synvisc (from (B)(6) 2011), without any adverse events, knee pain in (B)(6)-2011 and previous treatment with altz from (B)(6)-2011. On (B)(6)-2011, the pt initiated the first synvisc injection of 2 ml into the left knee. On (B)(6)-2011, the pt experienced "joint swelling" in the morning. The pt visited the hospital. Lab tests were performed. The results were: synovial fluid culture and plasma tests were negative. On (B)(6)-2011, the synvisc treatment was permanently stopped. On (B)(6)-2011, the pt recovered from the event of "joint swelling." The reporting physician assessed this case medically significant. Relevant concomitant medication reported included loxoprofen sodium (100 mg of tape/gel) for pain relief (still continuing). The intensity for the event was not provided.